Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on disconnected mode. A field service engineer remotely accessed the station and rebooted it, after which the application restarted successfully, logged into the station as the administrator and verified the internet protocol address information, then contacted the remote support case owner, who successfully connected to the station to investigate the communication issue, unable to ping the server, later followed up after information technology intervention, and the customers information technology team resolved the network issue. The station resumed communication, all tests passed successfully, and the customer verified proper functionality. The system functioned as intended after the field service engineer and information technology team repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es on disconnected mode. However, there were no delays, adverse events or injuries reported based on this event.